Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: according to the information provided, it was reported that during the procedure, when tensioning the permatape, the anchor pulled out of the bone and the distal part of the anchor body broke. The complaint device was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [7l29182] number, and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. UDI: (B)(4). The lot number is unknown at this time.

Event description:
It was reported by affiliate via complaint submission tool that surgeon inserting ha sp anchor for rotator cuff repair. No pre-awl done as extremely soft bone. A single freestrand permatape was passed through device (ie two ends) and anchor malleted into the bone to first thread. When tensioning the permatape, the anchor pulled out of the bone and the distal part of the anchor body broke. No remnants of the anchor body remained in the patient. The peek dilator was left in the patient. The surgeon removed the device (except the dilator) and tried a healix advance knotless instead. 5 minutes delay. Device was discarded.